Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
When preparing the catheter extension, it broke at the hub. The product was not used in the patient.